Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint identified no similar complaints. All information was investigated and the reported device damaged by another device-caused damage in this complaint appears to be related to procedural conditions, and due to the second clip interacting with the first implanted clip, causing the implanted clip to detach from the posterior leaflet. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 and d11 is filed under a separate medwatch report number.

Event description:
This is being filed to report the causing damage to another device. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. One clip was implanted successfully without issue. A second clip delivery system (cds) was advanced however when placing the clip, it interacted with the deployed clip, causing the clip to detach from the posterior leaflet (single leaflet device attachment (slda)). The posterior leaflet was noted to be damaged. The cds was removed and the procedure aborted with the mr remaining at 4. The patient was sent to surgery. No additional information was provided.